Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the cardiologist performed pda closure on a baby. Sheath was inserted but not fully inserted. When procedure was completed, the sheath was stuck and coming out or inserting further almost as if the artery got stuck on the sheath. The surgeon had to come and remove the sheath and the artery was broken and he had to attach it again. The cardiologist did try two or three times pulling on the sheath to get it out, but it was completely stuck, then he called the surgeon to come and take it out. There was no physical damage/kinking to the sheath itself, it could be that the artery had a spasm and the sheath got stuck." The femoral artery required surgical repair. The patient's current condition is reported as "stable".

Event description:
It was reported "the cardiologist performed pda closure on baby. Sheath was inserted but not fully inserted. When procedure was completed, the sheath was stuck and coming out or inserting further almost as if the artery got stuck on the sheath. The surgeon had to come and remove the sheath and the artery was broken and he had to attach it again. The cardiologist did try two or three times pulling on the sheath to get it out, but it was completely stuck, then he called the surgeon to come and take it out. There was no physical damage/kinking to the sheath itself, it could be that the artery had a spasm and the sheath got stuck." The femoral artery required surgical repair. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.